Event description:
Operator reports discrepant ise results. One pt example provided: initial sodium result 120 meq/l, repeat gave 142 meq/l; initial potassium result 3.8 meq/l, repeat gave 4.4 meq/l. Only potassium result was reported, the pt was not adversely affected. The field svc rep was unable to determine root cause, but noted a possible sample issue. Performance tests were performed.